Event description:
It was reported that during a da vinci s surgical procedure, the tip of the harmonic curved shears insert fell into the pt. The piece was retrieved and the planned procedure was completed. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The insert was returned and evaluated. Per the customer reported complaint, engineering observed that the clamp arm was detached from the insert. One side of the clamp arm attachment hinge feature is severely bent. The other hinge feature is also bent slightly outwards.